Event description:
It was reported that the neptune 2 rover ultra shut off just prior to the start of a procedure. This resulted in a one hour delay. The case was completed successfully. Medical intervention and adverse consequences are unknown. Multiple attempts were made to obtain additional information from the user facility with no response.

Manufacturer narrative:
The field service technician was able to confirm the reported event. The root cause was determined to be due to the vacuum manifold assembly. An issue with the vacuum manifold assembly¿s motor can result in the vacuum system not working resulting in the rover not functioning. The technician replaced the vacuum manifold assembly at the customer facility and the rover functioned as intended.